Event description:
The customer reported via phone call that they had two calibration errors and a bad sensor alert. The blood glucose readings were between 260 mg/dl and 290 mg/dl. The customer stated that high blood glucose readings were due to a steroid injection. The customer noticed that the up and down keys were unresponsive during troubleshooting. The blood glucose reading at the time was 271 mg/dl. There were no significant events leading to the keypad issues observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at display window corner and minor scratched lcd window.